Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power supply. The patient electronics device was replaced. The patient sustained a "shock" on their hand while handling the frayed portion of the cord. No medical attention was needed as a result of this.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.